Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2004: the patient presented with the following pre-operative diagnosis: low back pain and bilateral lumbar radiculopathy. He underwent the following procedures: l4 laminectomy and bilateral medial facetectomy and foraminotomy. Redo right l5 laminectomy, bilateral medial facetectomy and foraminotomy. Redo left l5 laminectomy, bilateral medial facetectomy and foraminotomy. Redo right s1 laminectomy, bilateral medial facetectomy and foraminotomy. Redo left s1 laminectomy, bilateral medial facetectomy and foraminotomy. Posterior lumbar interbody fusion, l4-5, l5-s1. Posterolateral arthrodesis, l4-5, l5-s1. Placement of interbody allograft peek cages, l4-5, l5-s1. Pedicle screw fixation l4 to s1 using segmental pedicle screw spiral 90d. Placement of allograft and autograft morselized bone harvesting. Use of navigation system. As per the op notes, ¿¿a 45 mm screw was placed, both in l4 and l5, and a 40 mm screw was placed in s1. After this, a rod was chosen. It was contoured into place. It was locked down with the set screws and torqued to the appropriate level. An x-ray was performed confirming position. The interbody connector was placed. Rhbmp-2 was then placed in the lateral gutters. All screws were torqued to an appropriated level¿ an x-ray was performed, confirming position¿¿ no patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.